Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit in standby and is overheating. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the customer discovered the cardiosave intra aortic balloon pump (iabp) unit was overheating while in standby mode. No patient involvement occurred.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g3, g6, h2, h11.